Event description:
It was reported that there was a communication/telemetry issue, which was coupling issues. The battery was implanted too deep. Diagnostic testing was performed. The patient saw the manufacturer representative to see if they could get better coupling. The product issue was not resolved. If there was an issue, the cause was determined. The patient recently had an implantable neurostimulator (ins) replacement, whereas the new rechargeable battery was placed in the old pocket, which previously held a non-rechargeable battery. The patient was noting that they were having a difficult time charging the battery. The most they could get was two coupling boxes while the patient was lying down. Actions required as a result of the event was surgical intervention. There would be future pocket revision that would occur. There were no patient symptoms or complications associated with the event, and the patient status at the time of the report was alive, no injury. It was later reported that the pocket revision was completed on (B)(6). The patient was doing well, was able to charge, and had effective therapy.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3550-39, lot # n318299, implanted: (B)(6) 2012, product type accessory; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).